Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to t-wave oversensing. The patient's indication for implant was exercise-induced ventricular tachycardia (vt). The patient had passed screening and had received an appropriate shock for vt. The patient was prescribed beta-blockers. Later, the inappropriate shocks showed a slow vt with increased t-wave amplitudes. The vector was reprogrammed from secondary to alternate and smart pass was enabled. The patient then received additional inappropriate shocks in the new vector. Technical services reviewed the episodes; the rhythm was difficult to classify, either it was vt or aberrant conduction and it would be the physician's discretion if the rhythm should be treated. The episodes were simulated with smart pass on in the secondary vector, but smart pass would not have mitigated the over-detection. The primary vector could be considered, but there was not data showing how sensing was in that vector. Testing with postures and elevated heart rates would be needed. It was reported that in the last inappropriate shock episode, the shock induced ventricular fibrillation (vf), which was subsquently converted with another shock. No adverse patient effects were reported.